Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. As a result, device replacement was recommended. This device remains in service. No adverse patient effects were reported.